Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was noted on the stored egm. The device was reprogrammed and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.